Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and the twist sleeve of the minicap transfer set. This occurred during use of peritoneal dialysis therapy. To solve the issue, the transfer set was replaced to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3 and h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was separated from the female connector and markings were observed on the tubing indicating the tubing was positioned on the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the tubing to the female connector is a friction fit and not a solvent bond. The separation could occur during flushing with the twist sleeve in a closed position or a strong tug on the tubing during use. Should additional relevant information become available, a supplemental report will be submitted.